Manufacturer narrative:
D9 date returned to manufacturer: 08-august-2024 device evaluation: one used decontaminated sample device was received for investigation. No damage was observed during visual inspection. The device was functionally tested by inflating the device with a syringe per the instructions for use. The investigation did not confirm the reported inflation issue, but did observe that the device leaked from a hole in the cuff. Due to fact that cuff leak was not observed prior use, the investigation concluded that the hole was created during tracheostomy procedure or during use due to contact with a sharp edge. No product lot number was provided; therefore, no review of manufacturing device history records could be conducted. As no manufacturing root cause could be identified, no actions have been assigned at this time.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Lot number, expiration date, and h4. Manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air could not be released from the cuff when it was removed. This occurred during patient use/administration. There was patient involvement, and no patient harm/adverse event reported.